Event description:
Asr litigation record received. Litigation alleges metallosis, wear, detachment of the prosthesis, elevated metal ions resulting to pain, cruralgia with inguinal irradiation, walking difficulty and ipsilateral lameness of right hip. Plaintiff suffered iatrogenic damage from the mom implantation due to the damages patient is seeking compensation. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.